Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 723 mg/dl. The customer stated that the insulin pump was removed during the hospitalization, and once it was returned to him the battery cap was missing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.